Event description:
It was reported patient had a revision of left hip due to dislocation. Doctor removed poly, insert and femoral head.

Event description:
It was reported patient had a revision of left hip due to dislocation. Doctor removed poly, insert and femoral head.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding dislocation involving a trident 10 degree liner was reported. The event was confirmed. Device evaluation and results: the returned device is unremarkable. Some minor damages consistent with implantation and subsequent removal were noted. Visual inspection: the returned component is unremarkable. Some damage to the locking feature is noted, consistent with explantation of the component. Some scratching was noted on the bearing surface, the appearance of the scratches suggest they were caused by an instrument used to lever the femoral head out of the liner during revision. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusion: the root cause of the reported dislocation could not be determined due to the minimal information received. Inspection of the returned components was unremarkable.